Manufacturer narrative:
H3: the catheter was returned and no signifcant anomalies were found. Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report 3004209178-2023-04120 [information was received from multiple sources (healthcare provider, clinical study) on (B)(6) 2023 regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had pain at the midline incision where there was a protrusion. Additional information received from the healthcare provider via a clinical study on 2023-03-25 indicated that the catheter was fractured. Additional information received from the healthcare provider via a clinical study on (B)(6) 2023 indicated that the patient started a 2-step wean process to prepare for a catheter revision. Additional information received from the healthcare provider via a clinical study on (B)(6) 2023 indicated that the spinal catheter was revised/replaced.]. Any additional information received will be reported under this manufacturer report. Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) on (B)(6) 2023 regarding a patient receiving intrathecal fentanyl 2,000 mcg/ml at 150.1 mcg/day and morphine 2.2 mg/ml at 0.1651 mg/day. The patient had an medical history including radiculopathy, lumbar region, and post laminectomy syndrome. It was reported the patient had chronic low back pain status post l3-4, l4-5 fusion. It was noted he had a history of neuropathy and sleep apnea. At the last patient reprogram occurred to increase sc fentanyl by 25 mcg. It was noted at the patient¿s last appointment a lumbar transforaminal epidural steroid injection at bilateral l5-s1 had been ordered. Today, the patient reported the last visit increase was helpful for his back pain, however he continued to have leg pain and weakness. The patient¿s leg discomfort had been most bothersome and if his pump medications were contributing, he would like to decrease. It was reported he had difficulty standing in the morning due to leg numbness. The bupivacaine was previously removed, which did not reduce this symptom. It was recommended the patient receive a catheter dye study (cds). It was noted the patient was frustrated with the pump and had thought about removing the pump. He continued to report leg weakness and tiredness. He believed these symptoms started when the pump was put in, although he did have a history of neuropathy prior to pump placement. The patient believed it was bupivacaine which had now been removed from the pump, but these symptoms persisted. He inquired about trying new pump medications. Discussed catheter dye study to ensure catheter was in the right place. Also discussed with patient that they could try tapering the fentanyl in the future and increase morphine or starting hydromorphone to see which medications may be contributing to his symptoms. It was noted previous larger increase in pump medications have made his leg symptoms worse. The patient would like to make changes and proceed as quickly as possible as his leg numbness was very bothersome for him. He also had pain at his midline where there was a protrusion. It was discussed this may be the catheter. The patient had previously taken gabapentin but discontinued due to rashes. It was noted the patient¿s new alarm date was (B)(6) 2023 and the patient would return to the clinic on (B)(6) 2023 for his next scheduled pump refill appointment. The plan for the next fill was to continue morphine sulfate at 0.7139 mg/day and fentanyl 649 mcg/day. Results of the dye study included an abnormality was detected (damaged intrathecal catheter). A dye pattern indicated dye at the catheter tip located at t8 and at l3. This suggests that the catheter was damaged at the l3 level and a catheter revision was required. The catheter system required surgical repair. A dye pattern indicated dye at the catheter tip located at t8 and at l3. It was noted the patient should wean medication for catheter revision surgery. The patient¿s pain rating pre-procedure was 8/10 and post-procedure was 5/10. It was noted they were able to aspirate normally. The spinal catheter was replaced on (B)(6) 2023 and the issue was resolved at the time of this report. It was further reported there was a suspected leak in the catheter. At surgery, while they were explanting, the needle driver did puncture the catheter when they were taking the intrathecal catheter out, so that may be noted on the analysis. The catheter was fully explanted in the intrathecal portion. A new intrathecal spinal catheter was placed without difficulty and system restarted. The patient was doing well after surgery. The patient's status was "alive- no injury".

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (con) via the company representative (rep) regarding a patient receiving fentanyl 6.3 mcg/hr 150.1 mcg/ml morphine 0.0069 mg/hr 0.1651 mg. The patient reported leg pain, leg weakness, leg discomfort, tiredness, and numbness. The patient suspected a leak in the catheter. At surgery while we were explantation on (B)(6) 2023, the needle driver did puncture the catheter when we were taking the intrathecal catheter out so that may be noted on the analysis. Catheter was fully explanted in the intrathecal portion. A new intrathecal spinal catheter placed on (B)(6) 2023 without difficulty system restarted and patient was doing well after surgery product will be sent back for an analysis. The patient medical history was back pain. The patient status is alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 05-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.